Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: attune knee fb tibial impactor. Did the event happen during a procedure? Yes. Event outcome/how was it managed? The fb impactor split during implantation of the tibial tray. All parts were found and disposed of locally. Non to return. Patient was not affected. Surgery time was not extended. No x rays are available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.